Manufacturer narrative:
The initial report indicated the patient expired as a result of injury sustained during index surgery. Subsequently it was reported that the patient had not expired, but that injury to the intestines had occurred. Relevant treatment was provided and the patient reportedly recovered.

Event description:
On (B)(6) 2016, a male in his 70's, who was about 155 cm tall and (B)(6) weight underwent a xlif at l3-5 and posterior spinal fusion using the precept spinal system. The procedure took a long time because the right l3 pedicle was narrow. The surgery completed without further problems. The next day, the patient's condition deteriorated and he was transferred to another hospital. When a surgeon at the hospital provided an emergency response, intestine damage was detected. Patient condition improved. No revision surgery is planned at this time. Recovery of patient was confirmed at the end of (B)(6) 2016. When the initial dilator was introduced from the l4/l5 incision into the l3/4 disc space, the dilator may have gone too far anterior and damaged the intestine.

Manufacturer narrative:
It is unknown if appropriate patient positioning and identification of anatomical landmarks was performed via palpation and/or fluoroscopy prior to advancement of instrumentation. Labeling: "additional care should be taken at the lower levels of the lumbar spine due to the obstruction of anatomical structures, such as the iliac crest and iliac vessels, surgical access for the subject device at the levels may not be feasible." Patient expired.

Event description:
On (B)(6) 2016 a male in his 70's (B)(6) tall, (B)(6) underwent an xlif at l3-5 with precept posterior spinal fixation along with an hour long laminoplasty with noted excessive blood loss. On (B)(6) 2016 due to deterioration of the patient's condition he was transferred to another facility and diagnosed with intestinal damage and expired during the attempted treatment. Comments from the surgeon who performed the xlif: when the dilator was introduced from the l4-l5 incision into the l3-l4 disc space, the dilator may have gone too far to the anterior and damaged the intestine.